Event description:
The celect filter had fractured during retrieval. The fractured piece had migrated to the pulmonary artery and had to be retrieved. A section of the device did not remain inside the pt's body. The patient did not require any add'l procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The investigation is in progress.